Manufacturer narrative:
Cause - all four caster worn out. This bed found in store room. No one injured. Replaced brake/steer casters to resolve issue.

Event description:
Brake system down not holding brake.